Manufacturer narrative:
(B)(4). How was the device removed from the tissue? ¿when the issue occurred, the device didn¿t clip the tissue. Were there any unusual noises heard? -no. Was there any damage to the tissue after the device was removed? ¿no. If so how was the tissue repaired? Did somebody other than the primary surgeon fire the instrument? If so, whom? ¿no.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred after the 8th firing and the jaws could not be opened at the 9th firing because jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.